Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while the device was still in the box, the device was at electrical replacement indicator due to a cold weather reset. The device was reset out of elective replacement indicator successfully and is okay to implant in a patient. There was no patient involvement in this event.